Event description:
The customer obtained a non-reproducible, higher than expected vitros total b-hcg ii result for a single patient sample (50x dilution result = 11,500 miu/ml) following dilution on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was reported to the clinician, and a corrected report was issued (undiluted result is < 2.39 miu/ml). There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation determined that the samples involved were not processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation determined that the undiluted vitros total b-hcg ii patient result of < 2.39 miu/ml was below the analyzer operating range of 2.39 to 15, 000 miu/ml, and therefore did not require dilution. A definitive root cause for the event could not be determined. However, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence to suggest that the vitros eci system or the vitros total b-hcg ii reagent had malfunctioned.